Event description:
Pt suffered third degree burn, approx 0.5 cm on lt thigh under bovie pad. No surgical intervention is expected. Pt was discharged following average length of stay for turp and without further complication.